Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon of an rx mini vision stent delivery system (sds) ruptured at 7-8 atm during deployment of the stent implant. The stent was post-dilatated with another balloon dilatation catheter. Reportedly, there was no patient effect. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Potential causes of balloon rupture below rbp include, but are not limited to, flaws (thin wall) in balloon material, mechanical damage from stent, mechanical damage from interaction with another device or anatomy, or stent crimped too low. In this instance the device was not returned for analysis which may have aided in the investigation. Damage to the balloon may have aided in the investigation. Damage to the balloon may have occurred after advancement of the sds to the concentric target lesion, or the damage may have been caused by interaction with other devices or the stent implant during deployment. Ultimately, the root cause is unknown. But there is no indication of a quality issue.